Event description:
One customer complaint was received: sample representing (B)(4) is incorrectly designated as positive in lanes 19, 27 and 30.

Manufacturer narrative:
Correction report which was sent to the recall coordinator on (B)(4) 2013.